Manufacturer narrative:
D9 - date returned to mfg: 4-aug-2025. H3: one device was received for evaluation. Review of the service history identified no indication that the complaint was related to a service of the device within the review period. The reported issue was verified through barrel clamp calibration check. The probable cause was fluid ingress and contamination of barrel clamp assembly leading to corrosion of barrel clamp potentiometer. The barrel clamp potentiometer was replaced to resolve reported issue. The device was recalibrated and passed all performance verification testing.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the syringe size calibration failed. There was no patient involvement.